Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. H3 other text : device not returned.

Event description:
It was reported that the patient's right hip was revised due to dissociation of the femoral head from the stem. Intra-operatively, trunnion wear and black tissue were noted. The stem, head, and liner were revised (there are no allegations against the revised liner). Rep can provide pictures and otherwise confirmed that no further information will be released by the hospital or surgeon.

Event description:
It was reported that the patient's right hip was revised due to dissociation of the femoral head from the stem. Intra-operatively, trunnion wear and black tissue were noted. The stem, head, and liner were revised (there are no allegations against the revised liner). Rep can provide pictures and otherwise confirmed that no further information will be released by the hospital or surgeon.

Manufacturer narrative:
Reported event: an event regarding disassociation and wear involving an unknown accolade stem was reported. The event was confirmed via clinician review of the provided medical records. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: a review of the provided medical information by a clinical consultant indicated: "conclusion/assessment: a metallic 36mm +10mm head dissociated from an accolade tmzf stem. An xray showed severe trunnion wear and the dissociation. Event confirmation: the head dissociation and trunnion wear can be confirmed. The revision surgery and findings at surgery cannot be confirmed. Root cause: the root cause of the head dissociation was trunnion wear. The etiology of the trunnion wear may be investigated via lot numbers." Product history review: could not be performed as the device lot details were not provided. Complaint history review: could not be performed as the device lot details were not provided. Conclusions: it was reported that the patient was revised due to disassociation of the femoral head from the stem. A review of the provided medical information by a clinical consultant indicated: "conclusion/assessment: a metallic 36mm +10mm head dissociated from an accolade tmzf stem. An xray showed severe trunnion wear and the dissociation. Event confirmation: the head dissociation and trunnion wear can be confirmed. The revision surgery and findings at surgery cannot be confirmed. Root cause: the root cause of the head dissociation was trunnion wear. The etiology of the trunnion wear may be investigated via lot numbers." Further information such as device-identifying details (catalog and lot code), return of the devices, and the revision operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.